Manufacturer narrative:
Unit had a cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Unable to test for motor error alarm, low blood glucose alert or low reservoir alarm due to cracked and bleeding lcd glass. The motor was tested outside of the device and passed.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
No blood glucose levels reported. The customer reported a couple of motor error alarms from the insulin pump. The customer also reported a lot of low reservoir alerts and low blood glucose alerts from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.